Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned and evaluated by the quality engineering team. The evaluation found the motor had seized; therefore, temperature testing could not be performed. Bearings and parts were replaced due to corrosion. The device was repaired, cleaned, and tested to product specifications and returned to the customer. The reported malfunction could not be duplicated and therefore, could not be confirmed. Although the root cause could not be confirmed, it is likely the result of anticipated use. Evaluation code - wear testing.

Event description:
It was reported that during a procedure the handpiece (drill) was getting hot. The surgeon used another drill to complete the procedure. There was no report of patient impact or injury.